Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. On 6/10/2019, the product investigation was completed. Device investigation summary: the device was received with clear gel. No foreign material was observed within the device or on the shell surface. During the initial evaluation a crease was observed on the anterior aspect. No other anomalies were discovered. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based with the information reported and/or the product investigation, there is no evidence that the issue is related with manufacturing. The complaint rate for this failure mode will be monitored through the monthly complaint trending meeting. Therefore, no manufacturing record evaluation (mre) review is required at this time. Should more information become available, this complaint will be re-assessed. Capsular contracture is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) year old african american female patient who underwent primary breast augmentation with two 550cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade iii. As a result, the patient underwent bilateral explantation and replacement with the following devices on (B)(6) 2019: (right) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 6973592 sn: (B)(4) and (left) 550cc mentor memorygel breast implant catalog: 3505504bc lot: 7399591 sn: (B)(4). This medwatch form is for the right breast prosthesis. This report contains supplemental information for mentor psr reference number (B)(4).